Manufacturer narrative:
Reference code nx031z. Device name as vega ps femoral comp. Cemented f5n r. Serial number n/a. Batch number 51976248. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 2013-10-07. Reference code nx053z. Device name as vega ps tibial plateau cemented t2. Serial number n/a. Batch number 51954907. UDI device identifier (B)(4). UDI production identifier (B)(4). Basic UDI-di n/a. Unit of use UDI-di (B)(4). Manufacturing date 2013-07-08, ref.code device name batch, nn261z as tibial obturator d12mm 52061806, nx043 patella 3-pegs p3 52032533, nx120 vega ps gliding surface t2/2+ 10mm 51991708; investigation: no product at hand. Therefore an investigation at the product is not possible. Pictorial documentation: there are no pictures available. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are 3 similar complaints against the same lot number 51954907. (All registered as leading component). There are 4 similar complaints against the same lot number 52061806. (1 registered as leading component; 3 registered as involved component). Explanation and rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: for this topic (vega loosening) a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with a vega knee components. As a result of having the product implanted the patient has experienced knee pain, numbness and loosening and instability of the implant. The primary surgery occurred on (B)(6) 2014 and there was no reported revision surgery. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference (B)(4). Involved components: nx031z(ps femur cemented f5n rt), nn261z(tibial obturator d12mm, l7mm), nx053z (ps tibia cemented t2), nx043 (universal patella p3), nx120(ps pe insert t2/t2+, 10mm). Associated medwatches: 2916714-2020-00660, 2916714-2020-00661, 2916714-2020-00662, 2916714-2020-00663.